Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg pocket site and unable to receive effective therapy. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown.